Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the technician found the device required replacement due to unable to disassemble and damaged tip. The device was replaced and sent to customer. New serial number (B)(4).

Event description:
Customer reported the device attachment required service. This is report 1 of 1 for (B)(4).